Event description:
The pt's family member reported this event. Family member stated that pt was sleeping and family member went in to check on pt and pt was disoriented. 911 was called and then they used the suspect device to check pt's blood glucose. A result of 64mg/dl was obtained. Upon arrival the emergency medical tech tested pt glucose at 33mg/dl on their own meter. Pt was then treated for hypoglycemia. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the MFR for eval.